Manufacturer narrative:
Concomitant medical products: product ID: 3560022, serial#: unknown, product type: extension. Product ID: 978b128, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the device migrated. The customer was not happy with tunnelling tool dilator tip and retractor.